Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to a pinched white wire at the distribution node (dn) connector. The root cause for the pinched wire was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.